Event description:
The pt was in the ER and the hosp used their device to check the pt's blood glucose. A result of 207 mg/dl was obtained. A lab was also drawn and the lab result was 125 mg/dl. Controls were in range on the system. The pt was not treated. The site declined to have the device replaced.